Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 via social media that the patient stated the screen on the dexcom continuous glucose monitor (cgm) was messed up. The patient stated they were on their way home and their blood sugar dropped to 31mg/dl and no alarm sounded. The patient indicated that they got sick and wrecked. Additionally, the patient stated because they did not have a cgm to warn them about their low blood sugar, they ended up in the hospital with a fractured leg. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not determined.